Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited intermittent undersensing. The right ventricular (rv) lead exhibited intermittent oversensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.